Event description:
A medical doctor reported ectasia developing in patients' left eye approximately 27 months post lasik. Patient reported blurred vision in left eye. Upon follow up, doctor reported that ectasia is likely to progress. Patient was advised to stop rubbing eyes. Doctor referring patient for cross linking.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. No technical root cause could be determined, system is performing within specifications. (B)(4).